Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an "electric shock" and pain while wearing their freestyle libre 2 sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports an "electric shock" and pain while wearing their freestyle libre 2 sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor no damage was observed. Visual inspection of the plug assembly and the senor plug was observed properly seated. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the de-cased sensor¿s printed circuit board assembly (pcba) and no issues were observed. An extended investigation has also been performed for the returned freestyle libre puck and no external damage to the puck was observed . The puck was found to be in sensor state 5 (indicating normal termination). Performed simvivo testing ( testing puck¿s electronics) on the returned sensor and the test passed. Visual inspection was performed on the internal components of the sensor and no damage found. The returned puck¿s battery was intact with no damage and measured within specification. The puck¿s battery produces voltage that is insufficient to produce an electric shock. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted